Event description:
It was reported that this right atrial (ra) lead potentially exhibited loss of capture (loc). Technical services (ts) could not confirm capture and discussed troubleshooting options. The lead remains in use. No adverse patient effects were reported.